Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results occurred from two patient samples processed on the vitros eciq immunodiagnostic system. Vitros tropi es precision testing demonstrated the vitros eciq system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation was unable to determine if the patient samples had been processed in accordance with the sample collection tube manufacturer's recommendation. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer observed non-repeatable higher than expected vitros tropi es results from two different patient samples processed on a vitros eciq immunodiagnostic system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es results were identified and were not reported from the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).